Manufacturer narrative:
Although the device was rendered unusable, the procedures were able to be completed without injury or adverse consequence to the patients.

Event description:
The physician has reported to the distributor of 6 separate instances in which the device failed to deploy its distal loop during 2 separate orthopedic procedures, rendering the device to be unusable.